Manufacturer narrative:
Manufacturing date obtained. After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was attempted to be inserted into a 6f non-cordis sheath but the slit over the peg split and the peg was exposed. Manual pressure was held. There was no reported patient injury. The device was prepped per the instructions for use (IFU) and opened in a sterile field. The sealant sleeves were inspected prior to use. The procedure was a diagnostic case. The user is in training with the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynx control vascular closure device (vcd) was attempted to be inserted into a 6f non-cordis sheath but the slit over the polyethylene glycol (peg) sealant split, and the peg was exposed. Manual pressure was held. There was no reported patient injury. The device was prepped per the instructions for use (IFU) and opened in a sterile field. The sealant sleeves were inspected prior to use. The procedure was a diagnostic case. The user is in training with the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned along with the syringe for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present in the manufactured position and was not exposed to the exterior as the sealant sleeves were covering it. Nevertheless, it was confirmed to have been the exposed to blood. The catheter sheath introducer (csi) of the complaint was not returned with the device, and no other anomalies were observed. Per dimensional analysis, the measurement of the slit was taken using a calibrated ruler, and the slit was 14mm, which is in compliance with the 15 mm maximum length. Therefore, the dimensional analysis was within specification. The overall length of the outer sleeve assembly was measured and also noted to be within specification. Per functional analysis, a laboratory csi was used to complete an insertion/withdrawal test. After the analysis, it was conclude that there was no evidence of friction noted with the reported device. Additionally, a deployment test was executed where the mechanism successfully simulated the deployment of the plug after depressing button 1 and 2 of the device. A microscopic analysis was completed, and there was no evidence of damage, or an anomaly observed in the assembly configuration of the device. The product history record (phr) review of lot f2233502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were not confirmed through analysis of the returned device since there were no issues noted. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced. However, handling factors are possible. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was attempted to be inserted into a 6f non-cordis sheath but the slit over the peg split and the peg was exposed. Manual pressure was held. There was no reported patient injury. The device was prepped per the instructions for use (IFU) and opened in a sterile field. The sealant sleeves were inspected prior to use. The procedure was a diagnostic case. The user is in training with the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2233502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was attempted to be inserted into a 6f non-cordis sheath but the slit over the peg split and the peg was exposed. Manual pressure was held. There was no reported patient injury. The device was prepped per the instructions for use (IFU) and opened in a sterile field. The sealant sleeves were inspected prior to use. The procedure was a diagnostic case. The user is in training with the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was attempted to be inserted into a 6f non-cordis sheath but the slit over the peg split and the peg was exposed. Manual pressure was held. There was no reported patient injury. The device was prepped per the instructions for use (IFU) and opened in a sterile field. The sealant sleeves were inspected prior to use. The procedure was a diagnostic case. The user is in training with the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.